Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that the united states reports two manipulations under anesthesia for knee stiffness and reduced range of motion. Clinical study report forms were provided for review , however they did not reveal a reason for the ¿stiffness¿. The patient gained significant rom & was able to achieve more terminal flexion. The outcome of this event is still ongoing. The impact to the patient beyond the stiffness and the two procedures was the increased range of motion. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did reveal one additional complaint for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient underwent a left tkr on (B)(6) 2018. Despite physical therapy and adequate pain management, the patient was unable to maintain an acceptable post-op knee range of motion (knee stiffness). Manipulation under anesthesia was performed twice. Actions taken were: surgery, medication therapy and physical therapy. The patient gained significant rom & was able to achieve more terminal flexion. The outcome of this event is still ongoing. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.